Manufacturer narrative:
Title: avoiding the learning curve for transcatheter aortic valve replacement. Citation: cardiol res pract. 2017;2017:7524925. (Doi 10.1155/2017/7524925.) Authors: gurevich s, john r, kelly rf, raveendran g, helmer g, yannopoulos d, biring t, oestreich b, garcia s earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature regarding the learning curve for tavr. All data were collected from multiple centers between 2012 and 2015. The study population included 269 patients (mean age 80 years), 54 of which were implanted with medtronic corevalve or evolutr (serial numbers not provided). Among all patients 17 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: valve in valve, stroke, vascular complications, paravalvular leak (pvl), valve embolization, and permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Event description:
Additional information received from the physician/author stated that there were no medtronic product performance issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.